Event description:
This case, reported by a consumer, concerns a pt who experienced high blood sugar levels. The pt was taking lispro (humalog) and human insulin (humulin nph) for the treatment of diabetes. The pt's medical history includes diagnosis with diabetes approx 2 years ago and commenced insulin treatment approx 1.5 years ago. The pt had their wisdom teeth removed in 2001. The pt was not taking any concomitant medications. Three days later, approx 1.5 years after beginning the lispro (10ml) and human insulin (28ml) the pt experienced an increase in blood sugar levels. The pt, had received the cartridge holder upgrade for the humapen ergo 3ml. At 5:45pm on the same day the pt had blood sugar levels of 22.7, pt then administered the lispro and the human insulin. At 7:45pm after eating dinner their blood sugar levels were 33.4 and the pt went to their diabetic clinic for treatment. Pt was admitted to hosp casuality for 2.5 hours (treatment unknown). On the following day their blood sugar levels prior to lunch were 8.9 and they administered the lispro, ate lunch and exercised. At 6pm their blood sugar levels were 20.6 prior to administering the insulin pt noticed that two of the cartridges were broken. The pt removed the upgraded cartridge holder and replaced it with their older cartridge holder prior to administering their lispro. Prior to going to sleep blood sugar levels were 9.8. The pt stated that they are always careful to check that there are no bubbles in the cartridge prior to use. The pt also stated that the two broken cartridges of lispro appeared to be cloudy. These have been returned for lab testing. The pt's diabetic educator stated that it appeared that the pt did not attach the new cartridge holder to the humapen correctly prior to use and that it was wobbly. Educator believes this could explain the pt's high blood sugar levels resulting in their admission to the casualty for 2.5 hours. When pt replaced the new cartridge holder with the old one, they connected it together correctly and was therefore receiving the correct dose of insulin. The educator also believes that the pt may have dropped the box of lispro cartridges which would explain two broken cartridges. The pt was followed up by their endocrinologist 4 days later. The lispro and human insulin treatment was continuing. The pt was fully recovered. The reporter was not a health care professional and did not assess the case for causality. The pen was returned for inspection 6/2001 (lot number a1377) and initial inspection found no fault with the pen. Manufacturers comments: the visual inspection of the returned device found the pen intact and without breaks. A detailed investigation is in progress. Update 6/20/2001, additional info received 6/13/2001, includes cid number, lot number and no fault to pen. Update 7/2/2001, added manufacturers comments.

Event description:
This case, reported by a consumer, concerns a male (age unk) pt who experienced high blood sugar levels. The pt was taking lispro (humalog) and human insulin (humulin nph) for the treatment of diabetes. The pt's medical history includes diagnosis with diabetes approx 2 years ago and commenced insulin treatment approx 1.5 years ago. The pt had his wisdom teeth removed on 3/19/2001. The pt was not taking concomitant medications. On 3/22/2001, approx 1.5 years after beginning the lispro (10ml) and human insulin (28l) the pt experienced an increase in blood sugar levels. The pt had received the cartridge holder upgrade to the humapen ergo 3ml. At 5:45 on 3/22/2001 the pt had blood sugar levels of 22.7, he then administered the lispro and the human insulin. At 7:45pm on 3/22/2001 after eating dinner his blood sugar levels were 33.4 and the pt went to his diabetic clinic for treatment. He was admitted to hosp casualty for 2.5 hours (treatment unknown). On 3/23/2001 his blood sugar levles prior to lunch were 8.9 and he administered the lispro, ate lunch and excersed. At 6 pm on 3/23/2001 his blood sugar levels were 20.6. Prior to administering the insulin that two of the cartridges were broken. The pt removed the upgraded cartridge holder and replaced it with his older cartridge holder prior to administering his lispro. Prior to going to sleep his blood sugar levels wer 9.8. The pt stated that he is always careful to check that there is no bubbles in his cartridge prior to use. The pt also stated that the two broken cartridges of lispro appeared to be cloudy. These have been returned for lab testing. The pt's diabetic educator stated that it appeared that the pt did not attach the new cartridge holder to his humapin correctly prior to use and that it was wobbly. She believes this could explain the pt's high blood sugar levels resulting in his admission to the casualty for 2.5 hours. When he replaced the new cartridge holder with the old one, he connected it together correctly and was therefore receiving the correct dose of insulin. The educator also believes that the pt may have dropped the box of lispro cartridges which would explain two broken cartridges. The pt was followed up by his endocrinologist on 3/26/2001. The lispro and human insulin treatment was continuing. The pt has fully recovered. The reporter was not a heatlh care professional and did not assess the case for causality. The pen was returned for inspection 6/8/2001 (lot number a1377) and initial inspection found no fault with the pen. This case is linked to the global customer complaints database cid00103077. Manufacturers comments: the visual inspection of the returned device found the pen intact and without breaks. A detailed investigation is in progress. Update 6/20/2001, additional info received 6/13/2001, includes cid number, lot number and no fault to pen. Update 7/2/2001, added manufacturers comments update 7/27/2001, upgraded case from non-serious to serious after review, insulin cartridge not returned.